Event description:
An elderly female with malignant neoplasm of splenic flexure, (r) lung mass: xi robotic assisted paparascopic partiel colectomy with splenic flexure, robotic assist bronchoscopy with forceps biopsy & brushing: surgeon could not open nor move jaws; stapler completed initial calibration in robotic arm and was advanced into abdomen. We removed & recalibrated 2 times with no change. Removed stapler & replaced with new and that worked fine. No patient harm. Two devices on this patient were retained. It is unclear which was specific to the above information. There were no complications noted in chart.